Event description:
Procedure type: lap hernia repair. According to the reporter: handle locked up prior to being used on the patient. Would not unlock. Used another device to finish the case.

Manufacturer narrative:
(B)(4). Date initial report sent: (B)(6) 2010. This reported lot number is subject to the recall initiated february 8, 2010.